Event description:
This report summarizes <noe> 1 </noe> malfunction event. Exemption number e2015048. A customer in italy notified biomérieux of a misidentification associated with vitek® 2 compact 15 (reference 27415). The customer reported getting geobacillus thermoleovorans instead of geobacillus stearothermophilus using version 7.01; however, a good result was obtained previously using version 6.01. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification associated with vitek® 2 compact 15 (reference (B)(4)). An internal biomérieux investigation was performed. The customer did not submit the isolate or the archived data so it was not possible to determine what may have caused the misidentification. It was noted in the complaint text that the customer is not performing a second subculture of the lyophilized strain before testing, which may be contributing to the issue. Good laboratory practice includes performance of a second subculture before testing. Review of the submitted lab reports of the low discrimination identification results against expected reactions for geobacillus stearothermophilus show one (1) atypical negative reaction, dmne, and one (1) atypical positive reaction, appa, contributing to the misidentification. The bcl knowledge base in 7.01 was updated to include the new claims of g. Thermoleovorans and g. Toebii previously not claimed in 6.01 software. The algorithm obtained now matches the newly claimed organisms better than the species in the older version thus allowing the same bio-number to result in a different identification. On (B)(6) 2016: bcl lot 239340320 was released for use. No issues were observed on initial qc performance testing.